Event description:
A report was received that the patient's ipg needed to be charged more often and that it was not holding a charge. It was noted that the ipg was implanted on the left buttock which made it difficult to charge. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was relocated. The patient was reportedly doing well postoperatively.